Event description:
Ous MDR - this device cannot be interrogated. At one point suddenly while doing in office follow-up the communication between the programmer and the device was lost. There were no warning messages, no indication of outside disturbance.

Manufacturer narrative:
The pacemaker was received for analysis. Prior to the analysis of the device, the quality documents accompanying the manufacturing process for this pacemaker were re-investigated. All production steps had been performed accordingly. Particularly the final acceptance test proved the device functions to be as specified. Upon receipt, the clinical observation was confirmed, the pacemaker was not interrogatable. Therefore, the device was reset using a technical programming tool. Subsequently an interrogation was properly feasible. Furthermore, the pacemaker's memory content was analyzed indicating that the pacemaker switched to the safety backup mode on (B)(6) 2014 most likely due to an invalid memory content. By design, the pacemaker performs self-checks and is equipped with the ability to detect an invalid memory content. However, in the case of an invalid memory content the pacemaker switches automatically into the safety backup mode to assure the patients safety. While in this safety program, the pacemaker is capable to deliver anti-bradycardia therapies. The ability of the device to deliver therapies was verified. The anti-bradycardia pacing pulses proved to be flawless and in amplitude and frequency as programmed. There was no indication of a device malfunction. In summary, the clinical observation resulted most likely from an invalid memory content. The root cause for the invalid memory content was not determinable. However, external influences such as strong electromagnetic fields could be taken into consideration. After a manual correction of the invalid memory content the device was operating as specified. The analysis did not reveal any sign of a material or manufacturing problem.